Manufacturer narrative:
(B)(4). The device has been returned to baxter for evaluation. The investigation is not complete at this time. A supplemental report will be submitted once the investigation is complete.

Event description:
The customer reported that the spectrum pump displayed system error 322 alarms. No patient injury was reported. The device was from the ICU care area. No further information was provided.